Event description:
The following information was provided: as per pss complaint: custom poly required for cr triathlon knee. Patient had a total knee replacement after an opening wedge osteotomy. Knee components are aligned in varus and a custom ply would allow a change to the alignment. Poly is likely worn due to poor alignment. Left knee.